Manufacturer narrative:
Pump received with no button response on the esc and act buttons due to flattened dome switches. Also received with cracked reservoir tube lip and scratched lcd window.(B)(4)

Event description:
Caller reported that the insulin pump's buttons were not responding properly. Caller did not recall any significant events leading up to the error. Blood glucose level was 71 mg/dl at the time of the call. No further information was provided.